Event description:
It was reported that the atrial lead demonstrated evidence of outer insulation problems with pectoral stimulation during bipolar pacing at low outputs. The patient was pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.